Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-01065.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-01065. It was reported during drg implant procedure on (B)(6) 2019 a cerebrospinal fluid (csf) leak occurred while the physician was placing the epidural needle. As such, the procedure was abandoned. Reportedly, the patient was asymptomatic following the procedure. The issue is resolved.